Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced false upstream occlusion alarm, which was reproduced. The confirmed alarm was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.